Event description:
It was reported that the user drove into a brick wall in a powered wheelchair. The user went to the emergency room for bruises. Should additional relevant information become available, a supplemental report will be submitted.